Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient went to have an MRI of their breast for an issue unrelated to the device or therapy. The patient stated before they even started the MRI, they felt pain and burning inside their body around their implant so they didn¿t do the MRI. The patient reported after that they did a CT scan and sonogram to check the device and verified that everything was in place and okay. The patient suggested there be a clear warning that the patient couldn't have an MRI on the card. The change in symptoms was noted to be sudden. No further complications were reported.